Event description:
This report was received via legal summons and complaint that alleged the dentist was diagnosed with injuries as a result of mercury exposure. The dentist alleges to have experienced peripheral diffuse neuropathy.